Manufacturer narrative:
The insulin pump was received with cracked and bleeding glass on lcd board. The device also had cracked lcd window. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had a crack on the screen. Customer's blood glucose was unknown. Customer was unaware how damage occurred. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.